Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the digital subtraction angiography (dsa) image was not clear. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the issue was most likely caused by a temporary prefilter error of the collimator. After the occurrence, a siemens service engineer was not able to reproduce the error described, however, as a precaution, the collimator was exchanged. Investigation of the logfiles confirmed a sporadic error of the prefilter. After exchange of the collimator, the error has not bee reported. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.